Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter?s investigation, the root cause of this report was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center regarding air in the patient line on the homechoice (hc) unit during fill 1. The hp stated that he saw gaps of air in the patient line. The technical service representative (tsr) advised the hp to start over with new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated he started over with new supplies and has continued therapy without further issue. No further detail was provided. No injury or medical intervention was reported.